Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported to have injected a patient in the malar area (ck3) with 5 syringes of juvéderm ultra¿ xc, juvéderm® juvéderm® voluma¿ with lidocaine, and juvéderm® volift¿ with lidocaine. An unspecified pre-treatment was provided. Ice was used as post-treatment. The last injection occurred almost 3 weeks after the 1st injection. 5 days after the last injection, the patient presented ¿hard and painful nodules¿ in the whole face, head, cheeks, and eyes. The event was further described as ¿ganglia in various parts of the face¿. The patient has been treated for the symptoms with an unspecified treatment. In the physician¿s opinion, the treatment was provided to hasten resolution and prevent permanent damage. The permanent damage to prevent with the treatment was ¿nodules¿. The event was not life threatening. The event led to permanent damage. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00648 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00649 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm ultra¿ xc.

Event description:
Additionally, the physician reported that the patient was first treated with ¿3 to 4 ml¿ of juvéderm® voluma¿ with lidocaine. Almost 3 weeks later, the patient was injected with 1 ml of juvéderm® volift¿ with lidocaine and 1 ml of juvéderm® volite. Late on the month of onset, the patient developed edema at the injection sites. On the following month, the patient was evaluated by physician in the office and it was verified the presence of multiple submandibular lymph nodes, of reaction aspect. The presence of reaction lymph nodes was confirmed by ultrasound. Serology was performed as advised by an infectiologist; all the results were negative. The patient thought to have sinusitis and sought an otolaryngologist, who diagnosed ¿mild sinusitis¿ and prescribed azithromycin for 5 days, with partial improvement of edema and ganglia. The patient returned to the physician¿s office. When actively asked, the patient referred toothache, and physician referred patient for a dental evaluation, not yet performed. Physician also chose to start levofloxacin, which the patient is using, and oral hydrocortisone, in the dose of 50mg in the morning and 30mg in the afternoon (which corresponds to approximately 40mg/ day of prednisone). However, the patient maintains facial edema without nodules and palpable submandibular ganglia.

Manufacturer narrative:
Additional data: a.2., b.5., b.6., b.7.